Event description:
The customer contact reported the device did not alarm when an occlusion was present. The device was returned to the biomedical engineering department with an unsigned note that stated, "pump does not alarm when clamp on IV tubing is clamped." No tracking into was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found the device did not alarm when a proximal occlusion was present. This was due to contamination on the proximal pressure sensor which did not allow the leaf spring to move properly. As a result, the proximal pressure sensor did not detect changes in tubing pressure. The contamination was due to use of the device in the customer environment. A calibrated tubing set was used for testing per device release specifications. This report represents all the info known by the reporter upon query by hospira personnel.